Event description:
It was reported that impedance on the atrial lead has been rising and there are episodes on the latest monitor transmission report that were treated and look like noise. It was also reported that short interval counts (sic) had significantly increased per day. It was further reported that the patient had a syncopal spell but it was not seen to be related to the device. It was also noted that the last ventricular cycle of anti-tachycardia pacing (atp) went from 740ms to 1060ms. The atrial lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that impedance on the atrial lead has been rising and there are episodes on the latest monitor transmission report that were treated and look like noise. It was also reported that short interval counts (sic) had significantly increased per day. It was further reported that the patient had a syncopal spell but it was not seen to be related to the device. It was also noted that the last ventricular cycle of anti-tachycardia pacing (atp) went from 740ms to 1060ms. It was later reported that the atrial lead was apparently separated into two pieces prior to the replacement procedure and that the separation was distal to the sutured anchoring sleeve. The proximal portion of the lead was removed and given to the patient. A separate procedure to extract the distal portion of the ra lead will be scheduled. No patient complications have been reported as a result of this event.